Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced damage (physical or cosmetic), critical pump error (open book image). The customer reported no adverse event. The event involved product(s) mmt-1884. No harm requiring medical intervention was reported. Mmt-1884 was requested and customer will discontinue to use the insulin pump. Customer response was the device will be returned.

Manufacturer narrative:
Unit received with critical pump error (open book image). Unable to perform the following tests displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current test, active current test and self test due to critical pump error (open book image). Successfully downloaded history files and traces using thump. The adapt tool was utilized to search for any alarms that may have occurred in the past or during the complaint call. During download history review using the pump detailed trace, pump error 63 alarms (variable = 2, file number/line number =49/19825 and 2006/704) confirmed on 12/31/2024 at 15:49:00.000 until 15:49:14.000 generated three consecutive times. Per engineering troubleshooting guide, it was determined that the pump error 63 caused by lcd test failure - suspecting the hw. Isolate to electronic assemblies. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor, or force sensor. The p-cap locks properly into the reservoir compartment. The following were noted during visual inspection: cracked lcd window, cracked keypad overlay, cracked case, battery tube threads - cracked and cracked case (battery tube). In conclusion, customer concern for critical pump error (open book image) alarm was confirmed due to pump error 63. Pump error 63 was due to hardware issue. Problem isolated electronic assemblies. Cosmetic damage was confirmed where cracked lcd window (minor), cracked battery tube case and cracked battery tube threads were noted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.